Event description:
Pt. Injured knee in 1984. He had multiple knee surgeries and developed degenerative arthritis. Underwent total knee arthroplasty on 8/25/88. He fell around april 1, 1994 and sustained a small abrosion on his knee. He later developed swelling and pain. Pos was aspirated and gram + cocci were cultured from the aspirate. Adm. For knee replacemen and placement of antibiotic beads.